Event description:
Doctor (B)(6) was performing right first phalange joint arthrodesis. The tip of the drill bit broke off into pt bone while drilling. While drilling with a guidewire, the threaded tip broke off into pt bone. Unknown if products were at fault or operator error.